Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient who had recently undergone bypass surgery was now experiencing low r-wave measurements and poor sensing causing this device's smart pass feature, to deactivate. Undersensing was also observed in the secondary and primary vectors. No resulting adverse patient effects. The patient remained hospitalized pending resolution as possible electrode damage was suspected. The system was later rescreened and failed on all vectors, in all positions. Further system evaluations to include another dft and manipulations to be conducted upon the patient's return. This patient attended for follow up. Prior to the planned induction and defibrillation testing, the sensing vectors were re-checked. For the first time since implant, a suitable sensing vector, using the primary vector, was available. The device was programmed as such and no further testing was performed. The patient was discharged for routine follow up.